Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date explanted - remains implanted. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿

Event description:
It was reported that patient underwent an initial left total knee arthroplasty on (B)(6) 2011. Subsequently, patient underwent anesthesia for a manipulation of the left knee on (B)(6) 2011 due to arthrofibrosis, and again on (B)(6) 2011. No revision has been reported at this time.